Event description:
It was reported that starting the week prior the patient had 12 seizures and a potential stroke. The patient also reported being shocked the last week, but it was stated it may have been related to the device being programmed causing inadvertent overstimulation. The shocking occurred on a different day than the day the seizures started. It was reported the patient had lupus as well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v796980, serial#, implanted: 2011 (B)(6), explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).